Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital, reported that the screw does not correspond to the reference indicated on the label of the package.